Event description:
It was reported that post aneurysm thrombosis procedure, the patient felt a mild discomfort behind the right eyeball, with a pain score of about 4-5 points during the attack and an uncertain duration. The patient was treated with IV injection (methylprednisolone). In physician¿s opinion, as the right ocular artery segment aneurysm of the patient involves the oculomotor nerve. During the healing of the aneurysm, thrombus releases inflammatory factors, stimulates the oculomotor nerve, affects the conduction of the oculomotor nerve, and causes visual adjustment disorder and pain. Patient¿s current condition: the patient is still experiencing eye discomfort. The pain presented as paroxysmal, and the pain decreased significantly after the postoperative application. With decreased visual acuity in the right eye, the vision was slightly blurred before operation. Dizziness after activity (this is considered to be caused by excessive tension in patients, manifested as deep breathing when dizzy, accompanied by chest tightness and suffocation, considered as respiratory alkalosis).

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the subject device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated there were no anomalies noted prior to use of the subject device. The subject device was prepared as per dfu. Continuous flush was maintained. The anatomy was slightly tortuous. The size of the subject device was appropriate for treatment site. In the physician opinion, the subject device performed as intended. In physician¿s opinion, the cause of ae1 paroxysmal mild discomfort behind the right eye was because the right ocular artery segment aneurysm of the patient involves the oculomotor nerve. During the healing of the aneurysm, thrombus releases inflammatory factors, stimulates the oculomotor nerve, affects the conduction of the oculomotor nerve, and causes visual adjustment disorder and pain. There were no issues during the procedure that could have contributed to the reported ae1 paroxysmal mild discomfort behind the right eye. The patient¿s current condition is that they are still experiencing eye discomfort. The pain presented as paroxysmal, and the pain decreased significantly after the postoperative application. With decreased visual acuity in the right eye, the vision was slightly blurred before operation. Dizziness after activity (this is considered to be caused by excessive tension in patients, manifested as deep breathing when dizzy, accompanied by chest tightness and suffocation, considered as respiratory alkalosis). Based upon medical review, the harm observed in the complaint is anticipated in nature as per the subject device risk assessment and does not require escalation to senior management. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that post aneurysm thrombosis procedure, the patient felt a mild discomfort behind the right eyeball, with a pain score of about 4-5 points during the attack and an uncertain duration. The patient was treated with IV injection (methylprednisolone). In physician¿s opinion, as the right ocular artery segment aneurysm of the patient involves the oculomotor nerve. During the healing of the aneurysm, thrombus releases inflammatory factors, stimulates the oculomotor nerve, affects the conduction of the oculomotor nerve, and causes visual adjustment disorder and pain. Patient¿s current condition : the patient is still experiencing eye discomfort. The pain presented as paroxysmal, and the pain decreased significantly after the postoperative application. With decreased visual acuity in the right eye, the vision was slightly blurred before operation. Dizziness after activity (this is considered to be caused by excessive tension in patients, manifested as deep breathing when dizzy, accompanied by chest tightness and suffocation, considered as respiratory alkalosis).